Event description:
It was reported a bladder neck suspension procedure was performed without incident on 7/25/97. Approx one month post procedure, the pt returned with pain. The pt underwent successful surgical removal of one bone anchor. Sometime post removal an infection was noted and prophylactic antibiotic therapy was instituted. The physician could not determine if the infection occurred before or after bone anchor removal. No product malfunction was reported. Presently, the pt's condition is good. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities, tissue necrosis and tissue erosion.